Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The reported incident could not be duplicated during evaluation. Log review identified the event on 2/25/2026, showing ECG, spo2, and bp were functioning throughout most of the case. An ECG lead fault occurred, after which the user switched to pads with a waveform present. Heart rate continued to be recorded in the logs, and no evidence support a true zero reading. Spo2 low perfussion messages near the end of the case indicate poor signal quality, possibly due to patient condition or CPR. All functional testing passed with no faults found, and the device performed within specifications. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.